Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Trend analysis: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "deflation and exchange." Device remains implanted.